Manufacturer narrative:
(B)(4). Concomitant medical products: prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Event description:
The customer observed multiple prism hiv o plus drain time errors when prism reaction tray lot 90044m500 was in use. The customer was advised to use a different prism channel, however, the change did not improve the number of drain time errors observed by the customer. The customer was sent a replacement lot of reaction trays. The customer continued to observe drain time errors on a different prism channel, where (B)(6). The customer intended to re-test the samples where no results were generated. There was no impact to patient management.